Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 / other. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was surmised that the phenomenon of "no image" occurred due to a faulty printed circuit board (pcb), as this device was manufactured before the design of the unit was changed. This surmised pcb failure would then be due to a design failure. It was further reported that the alleged phenomenon was duplicated. The design of this pcb was altered on (B)(6) 2018. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a printed circuit board failure. The investigation is ongoing and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an image was not produced upon connecting an olympus, model series 180 endoscope with the olympus, model cv-190, evis exera iii video system center. The problem, as reported to olympus, was identified during installation. There was no patient injury, associated with the problem, reported to olympus.